Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the rotablator plus unit was returned to site connected together. The related guidewire was returned inserted in the plus unit. The spring tip was stuck to the annulus of the burr. The guidewire was removed without any difficulty. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator plus was wet tested. The unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled and the turbine was corroded. It is probable that this corrosion occurred during the return of the device back to site for investigation. The rotablator catheter was wet tested using a control advancer. The unit reached 175krpm at 38psi. No issue was noted with the catheter unit. The burr was microscopically examined and the burr annulus was within specification. No issues were noted with the burr or with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm if the returned burr¿s cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05216. It was reported that during a percutaneous coronary interventional treatment procedure, the burr became stuck in the lesion and patient complications occurred. The 90% stenosed, 20mm long lesion was located in the severely calcified and moderately tortuous unprotected left main artery (lm). First, the physician used a 2.0mm rotalink plus burr, performing 3 ablation runs at 180,000 rpms for approximately 3 seconds each. Then the physician exchanged to a 2.25mm rotalink plus, and completed one ablation run at 160,000 rpms for approximately 10 seconds. However the 2.25mm burr became stuck in the lesion and the patient experienced st elevations during the approximately 30 seconds that the burr was in the lesion. The physician removed the burr with the floppy rotawire guide wire, and found the burr stuck near the spring tip of the floppy rotawire guide wire. The st elevations resolved without further intervention once the burr and wire had been removed from the lesion. The procedure was completed with this device. No further patient complications were reported, and patient status was listed as good.